Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging, and one (1) photograph was provided for evaluation. The provided photograph displayed a crack on the threads of the caresite body. The returned samples were tested for leakage per specification, with failing results. Upon inspection of the caresites, multiple cracks were identified on the female luer of the part. Although the cracks were observed, the defect was not confirmed to be related to the manufacturing process. No specific conclusions or root cause can be made regarding the defect of the reported event. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: during the infusion of platinum chemotherapy drugs to the patient, leakage was discovered.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.